Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 24 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports bone resorption in the immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 24 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports bone resorption in the immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).